Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. A review of the event log showed 36 alarms for cassette not attached properly. The first alarm occurred after the latch was moved to the closed position. The primary reported problem was duplicated. Performed a downstream occlusion and sensor stuck at 0mv. The downstream sensor was replaced but the pump still alarmed cassette not attached properly. The connector on the main board, in which the downstream sensor attaches to, was faulty. The cause was the main board. Replaced main board and downstream sensor. The device passed all functional tests after the repair.

Event description:
It was reported that there was an error code, the cassette was not attached properly. Per reporter, the event occurred during set-up. There was a delay in therapy. There was no physical damage reported. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.